Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient morphine (25 mg/ml at 14.9 to 0.15 mg/day) and bupivacaine (15 mg/ml at 8.9 mg/day to min rate mode) via an implantable infusion pump. It was reported that the patient had an empty reservoir due to not being able to get the pump refilled. It was noted that the patient went through withdrawal. The caller inquired about how to stop the pump alarm. No further complications have been reported as a result of this event.